Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Insulin pump found moisture damage at motor assembly noted.

Event description:
The customer reported via phone call that insulin pump was exposed to water. The customer stated that they do not hear fluid when shaking the pump and they see fluid under the lcd. The customer stated that insulin pump not responsive as it will not power on. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.